Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to hospital on (B)(6) 2025 due to hyperglycemia and three bent cannula events. Event occurred after 3 or more hours of insertion. The insertion site was the abdomen. Infusion sets were used for 1-2 days. Blood glucose level was 561 mg/dl at the time of the event. Patient got treated with correction bolus via pump. Patient has ketones. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.